Manufacturer narrative:
The report of ¿piece of lead stuck in lead port¿ was confirmed. Analysis of the returned ipg found an obstruction (lead contact) in port 1. All ports were tested for insert ability and a lab lead was able to be fully inserted into ports 2, 3 and 4 without any issues. The returned device had minor tooling marks on the can consistent with the explant procedure and it communicated with all lab utilities.

Manufacturer narrative:
Date of event is estimated.

Event description:
Related manufacturer report number: 1627487-2024-00566, 1627487-2024-07442. It was reported that the patient's right s1 lead had migrated. The patient reported that they may have moved the wrong way trying to catch their dog. The migration was confirmed via x-ray. As a result, surgical intervention was undertaken on (B)(6) 2024 wherein both s1 leads were explanted and replaced to address the issue. Although it was originally reported the right s1 lead had migrated, the physician did not like the placement of either lead; therefore, both s1 leads were explanted and replaced. Additionally, the patient's ipg was explanted and replaced because a piece of the old lead got stuck in the port. Effective therapy was restored post-op.